Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Two opened or used reservoirs were inspected and tested. One of the reservoirs failed as the transfer guard was occlude and the other reservoir passed.

Event description:
Customer reported that she has a box of reservoirs that are not functioning. Customer stated that it is hard to push the plunger. Customer has used 6 reservoirs and none where able to be used in the insulin pump. Blood glucose value is unknown. Nothing further reported.